Manufacturer narrative:
Race: unk. Ethnicity: unk. Race: unk. Explant date: na. Device code: (B)(4) - this lens model is contraindicated for patients with age more than that of 45 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+3.0/090 (sphere/cylinder/axis), into the patients right eye (od) on 18-oct-2022. The patient experienced haloes at night by car dashboard. The lens remained implanted. The va had improved and patient was doing well. Additional information has been requested but none has been forthcoming.